Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump indicated a data log corruption. It was also reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose (bg) level was 226-high (value not provided) mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.